Event description:
It was reported that the smartpass (sp) feature in this subcutaneous implantable cardioverter defibrillator (s-ICD) was found to have been deactivated due to low amplitudes. Review of device data determined the device exhibited t-wave oversensing resulting in an inappropriate shock. Rhythmcare provided guidance on how to reactivate the sp feature. The device was subsequently reprogrammed to the secondary vector to mitigate further oversensing. This device remains in service. No adverse patient effects were reported.